Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a sensing integrity warning for oversensing. It was also reported that the right atrial (ra) lead had possible far field r-wave (ffrw) oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited short ventricle-ventricle (v-v) intervals and the ra lead exhibited over-sensing.